Event description:
Patient reported experiencing elevated blood glucose(300 mg/dl). Patient indicated that she believed the device was under-delivering insulin.patient indicated that she changed her basal rates on her own.patient indicated that she used her site longer than recommended and did not appropriately rotate her sites.patient indicated that she observed a yellowish substance coming from the cannula possibly indicating infection.patient indicated that she hd been ill for the previous 2.5 months which she indicated caused her to experience stress.